Event description:
The manufacturer became aware of the reported event by the hde serious adverse events report provided by the user facility. This female was seen several times at another facility for complaints of headache. As part of her evaluation, it was revealed that she had bilateral internal carotid artery aneurysms. At the event facility, angiography confirmed a right ophthalmic segment internal carotid artery aneurysm, a right superior hypophyseal artery aneurysm, and a left broad-necked supraclinoid carotid aneurysm. In 2004, she underwent successful stenting and coiling procedures for the right ophthalmic segment and the right superior hypophyseal artery aneurysms in which there was a resolved thrombotic event. The left broad necked supraclinoid carotid aneurysm stenting and coiling was deferred to this date as described below. With usual technique, the patient was prepped and systemically heparinized. Approach was made from the left internal carotid artery. A microcatheter was advanced into the aneurysm. An attempt to advance a stent past the aneurysm was unsuccessful. The microcatheter was bulled back. The stent was then advanced over the aneurysm neck. The microcatheter was re-advanced into the aneurysm. The stent was then successfully deployed to bridge the aneurysm neck. In the next phase, attempts were made to place the coils; however, there was herniation into the parent arteries. No coils were detached. The microcatheter was then advanced through the stent to adhere more to the vessel wall. Microcatheter was then advanced through the stent cell into the aneurysm. Coils were then place until the aneurysm was nearly completely obliterated. There was some non-occlusive thrombus on the proximal portion of the stent during the procedure. Reopro (abciximab antithrombotic/platelet antiaggregant) was given. During the last imaging runs, resolution of the non-occlusive thrombus was noted. The intracranial branches fill normally. The aneurysm is almost completely obliterated. There is a small tail of coil herniated into the parent artery without clot and without flow limitation. The patient recovered from anesthesia without problems. There was some oozing around the right femoral sheath, which was managed with pressure. She was discharged 48 hours later with no new neurological deficits.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it was implanted into the patient. The lot number is unk, therefore, a lot history record review could not be performed. Therefore, the manufacturer cannot conclusively determne the cause of the user's experience. If further significant information becomes available, a supplemental report will be submitted.